Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's ins taking too long to recharge was unknown. The patient had been educated multiple times prior to their ins replacement. The issue was resolved with the replacement. The cause of the confusing information on the restore application was also unknown. No actions were taken, but the issue was resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the caller stated he arrived at the patient's ins replacement today and had questions about the patient's implant configuration. The caller stated the reason for the replacement of the ins is because the ins was "taking a long time to charge". The caller had no details about any troubleshooting or information related to charging. The patient's implant configuration was reviewed and the caller was confused about the lead information generated by the patient's report from the restore app on the tablet. The caller stated the lead 1 show "other, percutaneous thoracic" - 3998 and the lead 2 shows "other percutaneous thoracic" but the impedances on the report only showed values for 0-7, nothing for 8-15. The caller went on to say the report indicated that all contacts had the ability to be programmed. More information was not able to be gathered about this statement to understand what it meant. The caller was not able to connect to the ins to further clarify. The caller thinks it is possible someone entered the patient's information incorrectly in the clinician programmer as the patient's device registration information does not show another lead beside the 3998. No further complications were reported. No patient symptoms were reported.